Event description:
A ventilator was returned to a third party service center for service. There was no patient harm or injury reported. During the evaluation of the device at the third party service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue.